Event description:
It was reported that during a lobectomy procedure, the device broken. Unable to locate broken piece in pt. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.